Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
Concomitant product- femur cemented posterior stabilized (ps) standard left size 7, catalog # 42500606201, lot # 62757236; articular surface fixed bearing posterior stabilized (ps) left 16 mm height, catalog # 42512400516, lot # 62197469. Methods: actual device not evaluated, manufacturing review. Results: no failure detected. Conclusions: unable ot confirm complaint. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface). Review of the device history records was performed and no deviations or anomalies found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision surgery after 16 months post implantation. Upon trial, there was a lateral laxity in the knee and the femur and tibia were replaced with constrained implants.